Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that two plates on the omnispan meniscal repair system/27 degree device were deployed at the same time after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the device is shown, however, the plates and the suture are not shown in the photo. This complaint cannot be confirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot number: 9l05362, and no nonconformances were identified. The photos do not provide enough evidence to determine root cause. Without physical evaluation of the devices reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause for deployment issues could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. Also, the trigger might have not fully been pressed until a click sound was heard which could cause the reported failure. However, it cannot be conclusively affirmed. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the deployment lever (dark grey) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun while the implant goes through the tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.